Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with juice. Customer stated that they had issues with their sensors. The customer was able to clear the sensor alarms and was sent replacement sensors to resolve the issue. The sensor was returned for analysis.